Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported the patient had a return of tremor about 2 weeks ago. The patient's spouse checked their system at that time with the patient programmer and stimulation was on. The tremor resolved by itself. It was noted the rep didn't know how long the tremor event lasted. On the day of the report, impedances were all normal range. The patient had notified their managing healthcare provider (hcp), but they never were seen by the hcp. The rep thought that the implantable neurostimulator (ins) was planned due to that tremor event with the thinking being that the patient's ins had gotten low or to end of service (eos); however, the ins was at 2.97v with no evidence of a past short circuit and no elective replacement indicator (eri) or eos codes showing on the clinician programmer. It was stated the patient's system was checked for the first time on the day of the report since the tremor event and was check by the clinician programmer. The patient was doing fine with therapy now and was no longer having tremor issues. A longevity calculation for the current ins was performed with the following results: 2.6v, 90us, 820 ohms (estimated) 2.6 60us, 130hz, 870 ohms (estimated) = 4 yrs until eos. It was stated they were planning to replace ins on the day of the report. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.